Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (350-550 mg/dl). A bolus via the pump or insulin injections were administered to address the bg level. The contact stated that it was felt that insulin was being delivered by the pump and the cause of the high bg might be due to a growth spurt. As the customer was not experiencing a current high bg, tandem technical support advised the contact to discuss the event with a healthcare provider.